Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery as the patient experienced discomfort due to malposition of the pump too high in patient scrotum. The physician repositioned the pump. The patient outcome of fully recovered was reported.